Manufacturer narrative:
(B)(4). Additional investigation summary: video was returned for analysis. Upon visual inspection of the video, an unopened sample was observed, the sample was opened, and the needle suture was dispensed without problem and no breakage suture was noted. However, the suture was took with a surgical instruments and was broken. Additionally, no conclusion could be reach on how this happen as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the video, the cause of breakage suture could not be determined.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Investigation summary: it was received for analysis four unopened samples of product code w9962, lot pdcbrtb0. During the visual inspection of four unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-89787 and 2210968-2019-89788. Analysis results have been included in reports for each.

Event description:
It was reported that a patient underwent a surgery of episiotomy and repair on (B)(6) 2019 and suture was used. During the procedure, the suture broke when sewing at the time of knotting by slight pull. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information was reported. No additional information could be provided.